Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 4 of 5 devices were returned for evaluation. We are awaiting the return of 1 device. Evaluation of four devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 5 malfunction events where a midwest energo s 1:5 handpiece overheated. 5 events resulted in no injury.